Manufacturer narrative:
Olympus has since instructed the end user to replace the endoscope reprocessor's water filter, and the subject device has not been returned to oiympus for evaluation. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report an error message, ¿e73, disinfectant issue¿ appeared when replacing the aceside of their endoscope reprocessor. While confirming how to handle the e73 error message, a realization that the water filter had not recently been replaced occurred; the date of the seal read (B)(6) 2020. This MDR is being submitted due to the reported failure to replace the water filter for the reprocessing of an evis lucera elite colonovideoscope. No patient or user harm has been reported. This report is for an evis lucera elite colonovideoscope and is report #5 of 5 due to multiple devices having been reported. Reference additional reports with patient identifiers (B)(6)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user mishandling. The user failed to fully understand the maintenance method of the device oer-4. This event can be prevented by following the instructions for use (IFU) which state: ¿7.2 replacing the water filter (maj-824)¿. Moreover, the IFU warns that failure to perform this operation could result in ineffectiveness of the water filter, which could lead to insufficient removal of germs in tap water and contamination of the equipment piping. Olympus will continue to monitor field performance for this device.